Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the sensor's cannula was missing. They did not see the green light flashing when the transmitter was connected to the sensor. Customer's blood glucose level was 13 mmol/l. The customer also had issues with bent cannulas. The device was not returned.